Manufacturer narrative:
The problem is under investrigation and could be traced to a component failure. Limited/trivial damages that would heal within short timing (small blister) to operator were reported. We are waiting for the fiber to be returned.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem could be traced to optical fiber failure. Limited/trivial damages that would heal within short timing (small blister) to operator were reported.

Event description:
The optical fiber had a failure that did not allow to use it properly.no adverse effects to patient were reported.